Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a possible occlusion alarm occurred and insulin was not observed exiting the infusion set tubing. Contact was not with customer at the time of the report to confirm occlusion alarm. Multiple infusion sets were used. Customer changed the cartridge and infusion set. Customer's blood glucose was 400 mg/dl. Reportedly, customer was using amilot insulin which was not labeled for use with the pump. Recommendation was made for customer to discuss type of insulin used with their healthcare provider.